Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer¿s current blood glucose value was 475 mg/dl. The customer treated high blood glucose with manual injection. The customer has already reported pump being lost. The insulin pump will be returned for analysis.